Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with corneal erosion in the left eye on the paracentral areas of flaps. Oral steroids (muro) were prescribed. It was stated that the patient did not experienced loss of best corrected visual acuity (bcva). The patient¿s chief complaints were of dry eye, very light sensitivity, burning sensation, and blurred vision. The patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 -2.50 x -.75 x 100, left eye pre-op 20/20 -2.25 x -.75 x 90. Bcva from (B)(6) 2018: right eye post-op 20/20 -.75 x .00 x 90, left eye post-op 20/20 .50 x -1.50 x 90.

Manufacturer narrative:
In initial report, the manufacturer date provided was incorrect as it should have indicate the year 2007. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.